Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, check te messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the wires in the cable. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, check te messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled out of the strain relief, damaging the wires in the cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged and the patient was experiencing check therapy electrode messages.